Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The target lesion is located in the mid to distal right coronary artery. A 10mm x 3.25mm wolverine coronary cutting balloon was selected for treatment. During the procedure, the balloon ruptured upon the initial inflation. The device was removed normally, and the procedure was completed with another of same device. There were no patient complications, and the condition of the patient post procedure was good.